Event description:
Kmts field rep reported that the patient has been shocked multiple times. Patient had not yet been discharged from the hospital at the time of the event. Patient got transferred to the ICU for further evaluation. The reported injury was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. Wcd role in the shock event is pending additional medical information and pending evaluation of to-be-returned device.